Event description:
As reported, during the endovascular aorto-biilliac stent-grafting procedure, dislodgement of the metal markers from the cath mb 5f pig 65cm 8sh pigtail probe was noted. As clarified the probe got entrapted on the guide. Meant the catheter and the marker band got blocked in the guide and the marker bands got loose. It was necessary to pull very hard to remove device and this led to the dislodgement of the metal markers, which could have remained in the patient's artery, and which modified the marking marks. Device removed. The marker bands were dislodged on the catheter with risk of remaining in the patient artery. A non-cordis guide wire was used. The marker bands was not dislodge inside the patient. The dislodgemen was t of the metal markers from the pigtail probe , and the probe got entrapped on the guide. There was no reported patient injury. The type of procedure was an endovascular aorto-biilliac stent-grafting procedure. The access site was femoral. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The device was used in the patient. There was no excessive force used during the procedure. There are no pictures of the device available or procedural cd available for review. The product will not be returned as it was discarded at the site.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the endovascular aorto-biilliac stent-grafting procedure, dislodgement of the metal markers from the cath mb 5f pig 65cm 8sh pigtail probe was noted. The probe got entrapped on the guide. It was necessary to pull very hard to remove device and this led to the dislodgement of the metal markers, which could have remained in the patient's artery, and which modified the marking marks. Device removed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot#17941717 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.